Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, an air leak occurred. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient. During the procedure, a sheath was inserted into the heart and a septal puncture was performed with another sheath. Before the advisor hd grid catheter was inserted into the sheath, negative pressure was applied with the syringe, and air entered the syringe. Aspirating the air many times did not resolve the issue. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.